Manufacturer narrative:
(B)(4).

Event description:
It was reported that display issues occurred. The product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation an external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and passed. Functional test were performed and failed due to button test; serial number verification. A touchscreen manual button test was performed and failed. Device was not opened for internal inspection. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed a frozen screen display. The probable cause could not be determined. No injury or medical intervention was reported.